Manufacturer narrative:
(B)(4). Approximate age of device-3 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017, and was connected to the power module, and had low flow/pump stoppage alarms. The history was reviewed and the patient appeared to have the same alarms back in (B)(6) 2017. Technical services reviewed the submitted log files and observed the data showed multiple pump stoppages. The issues only appeared to be occurring while the patient was connected to the power module. The x-rays shoed an area at the metal connector at the controller end that was kinked and could be suspected of the shorting of the driveline. The vad clinician called and stated the customer reported the patient had pump stoppages as soon as they connected the patient to the patient cable (power cable). The patient had been put on an ungrounded cable and had been transferred to hospice. There was no repair needed. The patient transferred to hospice for advanced pulmonary issues, unable to treat with poor prognosis. Hospice care initiated (B)(6) 2017. Left ventricular assist device was turned off the morning of (B)(6) 2017 with expiration quickly followed. The pump was not explanted. No further information provided.

Manufacturer narrative:
The report of low speed and pump stoppage events can be confirmed based on the submitted system controller log file. The events captured in the log file could have been potentially consistent with a compromised wire in the percutaneous lead; however, a specific cause for the events could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.